Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, noting that blood glucose reductions occurred over several hours, with fingerstick 257 mg/dl and pump-reported 243 mg/dl, and a peak earlier of 299 mg/dl; troubleshooting and education were provided, and subsequent readings showed improvement to 209 mg/dl with the user feeling better. Symptoms included elevated blood glucose and associated discomfort. Outcomes included resolution of symptoms with continued monitoring and no alerts, alarms, hospitalization, or emergency treatment. Investigation included case review and user coaching on monitoring trends and allowing additional time for glucose to move toward target. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with the event characterized as hyperglycemia of unclear cause that improved with time and standard guidance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.